Event description:
The customer reported a blood glucose (bg) in the 400 mg/dl range and the cause was not known. A correction bolus via the pump was delivered. The customer declined tandem technical support's offer to troubleshoot. This event is being reported based on the evaluation of the returned device. During the evaluation, the reported high blood glucose could not be verified. However, occlusions during the same time period were identified in the pump logs and may have contributed to the reported high blood glucose. The investigation for the occlusion could not be completed as the cartridge was not returned.